Event description:
It was reported that the patient passed away. Upon assessment of the system controller that was returned, the patient experienced low flow alarms for 3 hours. There was a possible arrhythmia vs pulseless electrical activity (pea). It was unknown if the patient had a history of arrythmia pre-left ventricular assist device (lvad). The arrhythmia in this event was not thought to be device or therapy related. The cause of low flow alarms was not identified. The cause of death was not confirmed and was not considered to be device related. The device operated as expected. The ventricular assist device (vad) was decommissioned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported outcome and arrhythmia could not be conclusively determined through this evaluation. The report of low flow alarms could not be confirmed as no log files were submitted for review. A specific cause for the reported low flow alarms could not be determined through this evaluation. Heartmate 3 left ventricular assist system, serial number (B)(6), was not explanted and was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev d, and the heartmate 3 lvas patient handbook, rev a, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including death and cardiac arrhythmia. Section 6 of the IFU, "patient care and management," lists arrhythmia as a potential late postimplant complication. Section 1 of the IFU, ¿introduction,¿ addresses all pump parameters. Section 4 of the IFU, ¿heartmate touch communication system,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7 of the IFU, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.